Event description:
This supplement report is being submitted as a correction report to the updated event description. User advanced the stent to desired position while found out the guide catheter cannot be removed. User retracted the device along with endoscopy from patient and tried to pull the guide catheter again and failed. User changed another same device to complete the procedure.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 of oa-8.5 lot # c1705211 was returned to cirl for evaluation open in its original packaging. It is to be noted that initial report said "removable stylet cannot be pulled out during procedure", however it was rectified to guiding catheter in additional information requested. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 06th november 2020. The pushing catheter from the white hub was very crumpled approximately up to 9cm. The pushing catheter was also kinked and damaged at places between 9cm-60cm and at 84cm. The guiding catheter at approximately 2cm from white hub was kinked up to 60cm and from the band mark end approximately between 4cm-5.5cm. The guiding catheter was returned stuck on pushing catheter. It is to be noted from initial report that no stent was returned as it was implanted in the patient using the replacement introducer. Image review: n/a document review including IFU review: prior to distribution oa-8.5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for oa-8.5 of lot number c1705211 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1705211. It should be noted that the instructions for use (ifu0096-1) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ and also under precautions: "wire guide diameter and inner lumen of wire-guided device must be compatible". As per instructions for use (ifu0096-1): retract and remove both guiding catheter and wire guide into endoscope while maintaining position of pushing catheter. Additional information received confirmed that the replacement device used to complete the procedure was the same rpn, same lot number, same wireguide and same procedure as that of the original device, therefore both devices can be captured under this complaint. An additional complaint was opened in error to capture the incorrect wire used in the replacement device. This complaint will be cancelled. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to user error of an incorrect size wireguide. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per additional information received the user used a 0.025" wire guide. Product manager notified about the use of non-recommended wire guide and the wire guide was not inspected for damage prior to use. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and the stent was placed with another oa-8.5 successfully. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 of oa-8.5 lot # c1705211 was returned to cirl for evaluation open in its original packaging. It is to be noted that initial report said "removable stylet cannot be pulled out during procedure", however it was rectified to guiding catheter in additional information requested. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 06th november 2020. The pushing catheter from the white hub was very crumpled approximately up to 9cm. The pushing catheter was also kinked and damaged at places between 9cm-60cm and at 84cm. The guiding catheter at approximately 2cm from white hub was kinked up to 60cm and from the band mark end approximately between 4cm-5.5cm. The guiding catheter was returned stuck on pushing catheter. It is to be noted from initial report that no stent was returned as it was implanted in the patient using the replacement introducer. Prior to distribution oa-8.5 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for oa-8.5 of lot number c1705211 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1705211. It should be noted that the instructions for use (ifu0096-1) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ and also under precautions: "wire guide diameter and inner lumen of wire-guided device must be compatible". As per instructions for use (ifu0096-1): retract and remove both guiding catheter and wire guide into endoscope while maintaining position of pushing catheter additional information received confirmed that the replacement device used to complete the procedure was the same rpn, same lot number, same wireguide and same procedure as that of the original device, therefore both devices can be captured under this complaint. An additional complaint MDR ref #3001845648-2021-00022 was opened in error to capture the incorrect wire used in the replacement device. This complaint will be cancelled. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to user error of an incorrect size wireguide. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per additional information received the user used a 0.025" wire guide. Product manager notified about the use of non-recommended wire guide and the wire guide was not inspected for damage prior to use. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and the stent was placed with another oa-8.5 successfully. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the stent to desired position while found out the removable stylet cannot be removed. User retracted the device along with endoscopy from patient and tried to pull the removable stylet again and failed. User changed another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Additional information received on the 26-oct-2020 that the incorrect wire-guide (0.025") was used.